Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
His is being filed to report the stroke. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4. Three clips were implanted without issue, reducing mr to 2. The patient experienced a small run of hypotension at the end of the procedure. No treatment was performed. One day post procedure the patient experienced a stroke. The issues resolved the same day and an MRI was performed which noted no neurological events. The patient was stable and doing fine. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause of the reported hypotension and cerebrovascular accident (stroke) could not be determined. The reported patient effects of hypotension and cerebrovascular accident, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.